Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the handle of the harvesting tool. A visual inspection was conducted. No visual defects were observed on jaws. There were no signs of peeled silicon. On both the jaws. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode ¿peeled jaw¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester retracted the hemopro shears from the harvesting cannula and the silicone tore. Felt device was unsafe to continue and requested another disposable be opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester retracted the hemopro shears from the harvesting cannula and the silicone tore. Felt device was unsafe to continue and requested another disposable be opened to complete the case. The hospital did not report any patient effects.